Event description:
It was reported the patient went to the emergency room complaining of a shocking sensation and pain at the extension site even with the implantable neurostimulator (ins) off. The shocking sensation emanated from the area of the extensions on the right side of the patient¿s neck. The manufacturing representative met with the patient and checked impedances. All impedances were measured to be fine. The amplitude was turned to 0v, but the patient still felt the shocking sensation and pain at the extension. The patient had no falls or trauma. The patient met with their healthcare professional (hcp) and impedances were checked again. Impedances were measured to be within normal range. When the patient met with their hcp, the ins was off. The hcp could not reproduce the painful shocking sensation event with pressure and manipulation of the ins, lead wires, and pressure on the connection points. The programmed groups were changed, but the sensation could not be reproduced. The hcp instructed the patient to go back to normal activities and contact them if the sensation returned. The sensation had not happened again since the manufacturing representative met with the patient. X-rays were fine. The patient was returned to their original group and the ins was turned off prior the patient leaving.

Manufacturer narrative:
Concomitant medical products: product ID 748240, serial# (B)(4), implanted: (B)(6) 2005, product type extension. Product ID 748240, serial# (B)(4), implanted: (B)(6) 2005, product type extension. Product ID 748240, serial# (B)(4), implanted: (B)(6) 2005, product type extension. Product ID 748240, serial# (B)(4), implanted: (B)(6) 2005, product type extension. Product ID 3387-40, lot# j0454977v, implanted: (B)(6) 2005, product type lead. Product ID 3387-40, lot# j0511583v, implanted: (B)(6) 2005, product type lead. Product ID 37642, serial# (B)(4), product type programmer, patient. (B)(4).